Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7098337. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7098329. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7112181. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial:(B)(6). Batch: 7111755.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a wound infection of the left dbs battery and connector site. The patient was hospitalized. Cultures were taken and were positive for infection. Antibiotics were administered. The patient underwent an explant procedure where the ipg, leads and lead extensions were removed. The patient was doing well post-operatively. The event was reported as related to the device hardware ipg, leads and lead extensions. Additional information was received that indicates the results of the culture taken from the patient came back positive for mssa and the symptoms caused by the patient's infection were purulent drainage and erythematous. It was also confirmed that the explanted devices were discarded and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7098337. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7098329. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7112181. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7111755.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a wound infection of the left dbs battery and connector site. The patient was hospitalized. Cultures were taken and were positive for infection. Antibiotics were administered. The patient underwent an explant procedure where the ipg, leads and lead extensions were removed. The patient was doing well post-operatively. The event was reported as related to the device hardware ipg, leads and lead extensions.